Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revised a hemi hip due to dislocation. Revised the head and sleeve and felt it was possible soft tissue was impinging and causing the dislocation. He decided with clinical judgement to go from a 55 to a 53 head and with a std sleeve rather than -4.